Event description:
Physician reported that she was having trouble interrogating a patient to turn off her device for an MRI. She indicated that she kept getting the retry message when she would try to interrogate. She stated that she was finally able to do so after many attempts and was able to turn the device off. Once the patient was out of the MRI and she tried to re-interrogate the patient, she was not able to get pass the re-try message. Troubleshooting steps were performed. She then indicated that the screen on the handheld faded after she was able to program the patient off. She asked for a new programming system. A new programming system was then sent to the site. Good faith attempts to have the old programming system back for product analysis have been unsuccessful till date. The cause of the failure to program is unknown at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.